Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01282. It was reported that the pt experienced a loss of stimulation due to lead migration. The physician removed both leads and replaced them with a new one. Also the physician replaced the ipg during the same procedure. There were no falls or injuries reported and no complaints with the ipg. It is reported the pt now has effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.